Event description:
It was reported that during follow-up, the pulse generator exhibited inappropriate measured data. No intervention was reported and the patient would be monitored.

Manufacturer narrative:
(B)(4).